Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted to a female patient via v-p shunt in (B)(6) 2020 with unknown setting due to a head injury with hydrocephalus. After placing the valve, the hydrocephalus symptoms improved, and the patient was discharged. However, on (B)(6) 2020, the patient complained of headache and ventricular enlargement was found. By the end of november, valve obstruction was confirmed by shunt contrast. Therefore, it was replaced to a new valve on (B)(6) 2020.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions issues were noted.

Event description:
N/a.